Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: please clarify whether the jaws would not open or close versus difficult to open and close. Device was loaded and would not open once closed. Did the surgeon eventually get the device to close on tissue? No, they opened a second device. What troubleshooting steps were attempted to open the device (squeezing the closing trigger while simultaneously depressing the anvil release button, red knife reverse switch)? Unknown. Did the jaws of the device eventually open? No. Were the device jaws rinsed and the anvil wiped between firings? Unknown. What was the product code of the cartridge being used? Unknown.

Event description:
It was reported that during a thoracotomy procedure, the event occurred during the second firing. The first firing went fine, put in the second reload and the device would not open or close, could not get it to fire. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ec60a device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape; the device closed, fired and opened without any difficulties noted. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.